Event description:
It was reported that a biliary stent would not deploy. The physician was tracking to the common iliac artery from a femoral approach. The physician stated that the device was not tracking properly over the 0.035 wire. The stent started to deploy before reaching the intended site. The safety was off during tracking. He used another of the same stents, for a successful procedure and no harm to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attn to the mfg and inspection of this prod, and the prod was found to have met all specs prior to shipment. The sample was returned, and the investigation is currently underway.